Event description:
It was reported that the image on the 9800 system is poor. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the system interconnect cable. The system was tested and found to be working as intended and placed back into service.